Event description:
The syringe module alarmed for channel disconnect. Epi infusion interrupted. Rn ensured secure connection and restarted epi. Channel disconnect occurred again. The error code 353.6650.0 was found in the syringe module log file. Bd determined that the error was caused by internal liquid ingress contaminating the linear sensor. Bd recommended cleaning procedures are followed by the equipment cleaning staff.